Event description:
Pt admitted with laryngeal cancer for a corpak ng, g-tube placement and laryngectomy. Pt has dysphagia, weight loss of 24-30 lbs the past two years and frank aspiration. G-tube was placed laparoscopically and pt was taken to ICU. G-tube was dislodged. Tube was checked. The balloon appeared to be patent but upon removal it was deflated. Pt was not complaining of any peritoneal signs so they were kept npo and taken back to the or for laparoscopic replacement of the g tube. Surgeon inflated the tube preoperatively with 15 cc saline and visually confirmed that it was within the stomach. Outer flange was assured to be at 3 cm. Two 3-0 sutures were placed to assure that the tube could not be dislodged. Procedure was completed without complications. Pt is still hospitalized following laryngectomy.